Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from malaysia a 77-year-old patient with a 7300tfx29 valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and one (1) month due to mitral stenosis. A 29mm transcatheter valve was implanted within the pre-existing surgical device. As reported the patient was noted as to be recovering.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). Added information to b7 (other relevant history, including preexisting medical conditions) and h6 (clinical code). Corrected data in section h6 (device code): 1077 - calcified replaces 4066 - device stenosis. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and end stage renal failure on dialysis, hyperlipidemia, diabetes mellitus, coronary artery disease.

Event description:
Per the report received from malaysia, a 77-year-old patient with a 7300tfx29 valve implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and one (1) month due to calcific-degeneration of the leaflets leading to restricted motion of all cusps and mitral stenosis (peak gradient 29mmhg, mean gradient 19 mmhg, valve area 0.4 cm2/m2). The patient presented with dyspnea. A 29mm transcatheter valve was implanted within the pre-existing edwards surgical device. The patient was noted as to be recovering.